Manufacturer narrative:
Attempts to acquire info required for this form were made by gore.

Event description:
On (B)(6) 2009, the patient was implanted with one gore tag thoracic endoprosthesis to treat an aortic dissection. It was reported that the patient's proximal neck diameter was 18-19mm. During the procedure, no adverse event including endoleak was observed. The patient tolerated the procedure. On (B)(6) 2009, follow-up images revealed proximal leakage to the dissection. It was reported in the post marketing surveillance report that this procedure was to repair the proximal type I endoleak. On (B)(6) 2010, the patient was undertaken an add'l procedure to replace his aortic arch with surgical graft in order to repair the re-perfusion. The patient tolerated the procedure. On (B)(6) 2010, the patient was discharged. No further adverse events have been reported.